Event description:
It was reported that a malfunction alarm occurred on pump. There was no reported adverse impact to customers bg. The customer reset the pump on their own prior to contacting technical support, and the malfunction did not recur.